Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An event history log review, service history review, functional testing, and a visual inspection were performed. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An f-94 alarm was not identified during evaluation; however, an f-38 (malfunction in tube misloading detection circuitry) alarm was found during functional testing and the review of the alarm log. The cause of the f-38 alarm was determined to be inoperative force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 (configuration option settings checksum is not 0) alarm. The alarm occurred when the device was powered up. There was no patient involvement. No additional information is available.